Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During the procedure, the tethers of delivery catheter released prematurely from the atrial device. Upon removal of the catheter from the body, it was observed that the tethers were misaligned, despite the catheter being set to the aligned position. The right atrial leadless pacemaker (ralp) remained well fixated, and electrical parameters were within acceptable limits. Patient condition was stable.